Event description:
A customer reported that they mistakenly used an unsterile instrument on a patient from a canceled sterrad 200 cycle. The department policy is to reprocess canceled loads; however, in this event the stryker laparo forcep was released for use in surgery. The surgeon was notified of this issue. The customer recognized that there was a mistake in their procedure regarding the canceled cycle. It was stated by the reporter that there was no harm or injury to the patient related to this event. The sterrad 200 unit canceled during the injection stage. However, the investigation conducted by the affiliate in (B)(4) did not confirm a problem with the system. Asp is reporting this event based on the current information provided, the event is being reported as a malfunction. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4) - suspected positive bi.

Manufacturer narrative:
Concomitant medical products: sterrad 200, sn: (B)(4). (B)(4) investigation summary: the investigation included a review of the device history, batch record review, review the service and complaint history, trending by product line and system serial number, failure mode effect analysis and system hazard use misuse analysis. The DHR (device history review) for sterrad 200 system confirmed the unit met manufacturing specifications when released, there were no issues related to this failure mode. The batch record review for sterrad 200 cassette (p/n 10118, lot 11k008) did not indicate a deviating quality profile for this batch. All in-process controls corresponded to specifications. The service and complaint history for the sterrad 200 was reviewed for the past 6 months, (B)(4) 2011 through (B)(4) 2012. This unit has not observed any significant trend. Trending analysis for the code "injection system interrupt" was completed for (B)(4) 2011 through (B)(4) 2012 . The dpmo did not go above the upper control limit with no significant trend. Trending analysis for the code "sterility claims" was completed for (B)(4) 2011 through (B)(4) 2012. The complaints by month average is 0.08. There is no significant trend. The fmea (failure mode effect analysis) review found that all related failure modes have overall risk numbers below 100. The shuma (system hazard use misuse analysis) was reviewed and all hazards related to user misuse have been addressed. The risks have been controlled. An fse serviced the unit onsite and found no problem with the injection pressure. No parts were replaced. An empty cycle was successfully completed. The unit currently meets manufacturer specifications. The root cause of the reported cancellation during the injection stage is unknown. The assignable cause of the customer releasing a cancelled load is user error. The customer was sent a customer letter indicating proper handling procedures for cancelled load(s).